Manufacturer narrative:
While reviewing the maintenance requirements for the device with the customer, they immediately recognized that their maintenance protocols were wrong - they were excessively testing the AED which reduced the life of the battery pack. They stated they will stop the excessive self-testing of the aeds and will purchase replacement batteries.

Event description:
A customer reported that their AED batteries are depleting before their labeled expiration date. They reported that this did not occur during patient use.